Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed the reported problem. The battery was unable to charge. Troubleshooting consisted of replacing the battery with a temporary battery, which restored normal operation and confirmed that the original battery was defective. No additional diagnostic codes were reported. Upon receipt and installation of the newly ordered replacement battery, the device will be returned to service. The investigation concludes that no further action is required at this time. If additional information becomes available, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices battery was damaged. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. This investigation is ongoing.

Manufacturer narrative:
E1: reporting address postal: (B)(6).